Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 810 mg/dl. The mother stated that the doctor uploaded the insulin pump and found that there was no insulin on the day of the event. The doctor wanted the insulin pump replaced. Nothing further was reported.